Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06563 & 06564).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2010. A review of invoice history confirmed both surgery dates and suggests that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2010. A review of invoice history confirmed both surgery dates and suggests that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's left hip revision operative report noted patient underwent a revision on (B)(6) 2010 due to loosening of the acetabular cup. Operative report noted the presence of fluid, osteolysis around the mouth of the femur and a loose acetabular cup. The head, taper adapter and acetabular were removed and replaced with a competitor cup and a biomet head.